Event description:
A report was received that the patient underwent a pocket revision procedure due to hematoma at the ipg site. During the revision the physician opened up the pocket and drained the hematoma, then moved the pocket to a new location. The patient was given IV antibiotics. The patient is reportedly doing well following the procedure.